Event description:
Was using bausch & lomb renu's moistureloc contact solution for soft contacts. Developed an eye infection with pain, itching, sensitivity to light, and unable to wear contacts. This developed into a sinus infection, and am still unable to wear contacts due to irritation.